Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they had low battery alarm and failed battery test alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed idle current test, run current test, self test, off no power test and displacement test. No unexpected low battery alarm or failed battery test alarm noted.